Event description:
Our rep is rpeorting that very recently during a 2 week evaluation on the lupine guide system by the facility there were occasinos during shoulder precedures that metal shavings from drill guides fell into the pt's joint space. An attempt was made in each case to remove the particles with a shaver, not known if all was removed. The cases were concluded successfully without further incident or harm to the pt. See also associated MDR's 1221934-2006-00030 & 00031